Event description:
Allergan sales rep reported that an explanted low profile port is being returned to allergan. Further follow-up with the pt noted the port was removed as "it was leaking."

Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2010. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis noted the access port had non-penetrating nicks with evidence of missing material. The damaged port septum had evidence of multiple needle-like punctures and coring likely to have been caused by the use of a coring needle. No add'l info has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."